Event description:
No sample is available for evaluation. A picture was provided by the customer. Based on the picture provided, it is not possible to evaluate the reported defect. No disposable manufacturing related defects were observed on the picture provided by the customer. The customer complaint is not confirmed. The potential root cause could be related to 1) air inside the cassette, 2) ipc of the set pulls in a large bubble of air due to the bag being infused from is empty and the inlet tubing line is filled with air, 3) a bubble of air passes through the bubble detector on the lvp that is larger than the specification allows, 4) priming process was not performed correctly by the customer causing not all bubbles to come out of the admin set before it was installed, 5) leaks located somewhere in the admin set that caused air to come in. No sample is available for evaluation. Therefore, the reported failure could not be replicated and exact root cause could not be provided. The current process controls detection include 1) 100% leak and occlusion test is performed through the leak and occlusion test machine in order to capture units with any blockage or leak failure mode, 2) quality sampling for final physical testing, for performing a flow and underwater leak tests, 3) 100% visual inspection is performed in manufacturing line.

Event description:
The following has been reported: biomed reported: rn noted difficulty with an infusion earlier where she was receiving a persistent occlusion alarm on a patient even though his arm was not bent and was unable to find an occlusion. Unfortunately, as it was hours later the tubing set was unavailable and did not have the pump serial number. "Although a fresenius kabi administration set was being used, the model# or lot# was not disclosed by the customer.". A preliminary review identified the following issue: unresolved occlusion alarms unknown if an active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.